Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose of 404 mg/dl. Symptoms or treatments of the high blood glucose was not mentioned. The patient also had a motor error alarm, which she was able to clear and resolve. The patient was able to rewind the insulin pump without incident. The insulin pump was not returned for analysis.